Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the no image event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive on bending section cover has a chip, the connecting tube has a wrinkle, the electrical connector has corrosion due to water leakage, due to wear of angle wire, bending angle in up direction does not meet the standard value, the image guide protector, the control unit, the scope cover, the switch box, the grip, the angulation lever, the up/down plate, the universal cord, the scope connector all have a scratch, and the connecting tube has a dent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: that the coat of the ig pipe is peeling off, (1mm2 or more), and the image guide coil display has disappeared, (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.